Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections available as alternate insulin therapy.